Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 7kpeg20a for evaluation. Since the returned test strips expired in oct-2019, an in-house contour next test strips from lot # 9gpeg09a were used to perform testing. The returned meter was tested with the in-house test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The customer used expired test strips to run a blood test. As per contour next link 2.4 blood glucose monitoring system user manual, "check the expiration dates on your test strips. Do not use the test strips if the expiration date printed on the bottle label and carton has passed. This can cause inaccurate results." The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
An advocate reported that at 3:30 p.m., the customer started presenting symptoms of hypoglycemia such as disorientation and confusion. They performed a blood glucose testing with their contour next link 2.4 meter at 3:45 p.m. And obtained a reading of 90 mg/dl. The customer's mother called an ambulance. Upon the arrival of the ambulance, another test was performed at 3:50 p.m. With the ambulance's meter and a reading of 50 mg/dl was obtained. The customer had a seizure and was taken to an emergency room where he received glucose to increase his sugar levels. The advocate also stated that the customer might have dislocated their hip due to seizure. The customer has been following up with a chiropractor for the dislocated hip. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.